Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that the pacing lead was difficult to place and bent due to patient tortious anatomy. The lead exhibited high impedances and was confirmed to be fractured, the lead was attempted but not used and replaced. No patient complications have been reported as a result of this event.